Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this device exhibited intermittent undersensing of true atrial p wave activity. Atrial channel oversensing of ventricular signals were observed, resulting in inappropriate atrial tachy response (atr) episodes. It was noted that were known right atrial (ra) lead issues including low, within normal range pace impedance measurements. Technical services (ts) discussed programming options with the health care professional (hcp). This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this device exhibited intermittent undersensing of true atrial p wave activity. Atrial channel oversensing of ventricular signals were observed, resulting in inappropriate atrial tachy response (atr) episodes. It was noted that were known right atrial (ra) lead issues including low, within normal range pace impedance measurements. Technical services (ts) discussed programming options with the health care professional (hcp). This device remains in service. No adverse patient effects were reported. Additional information was received that this patient felt palpitations when lying on their left side. This resolved when this patient rolled on their right side. Ts referred this patient to their physician to evaluate symptoms and device evaluation.